Event description:
Olympus medical systems corporation (omsc) was informed that the doctor attempted to inject botox into patient's bladder in combination with a cystopanendoscopy, but failed. When the doctor pushed the handle, botox exploded over the nurses and into one of their eyes. The nurse had eye irrigation and is fine now.

Manufacturer narrative:
The subject device was discarded by the facility and was not returned to omsc for investigation. The exact cause of the user's report could not be conclusively determined. The intended use of this device is for the treatment of the digestive tract and it is not permitted for the bladder. The device instruction manual has warned users that "use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, patient or operator injury, malfunction or equipment damage may result." This report is being submitted as a medical device report in an abundance of caution.